Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes exhibit coring of the stopper after piercing of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: "bd received one photo for investigation. After review and analysis of the customer photo, a piece of the stopper was seen at the bottom of the tube. Functional tests and visual inspections were conducted on 20 retained samples, with none failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: coring. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes exhibit coring of the stopper after piercing of the tube. There was no health impact or consequences reported.